Event description:
It was reported to philips that the device's 'shock' button unable to activate when the load is attached. There was no patient involvement.

Manufacturer narrative:
This emdr is being closed as it was created in duplicate. Please refer to emdr number 1218950-2019-05561 for investigation results.